Event description:
Materials#: 305127 batch#: 3209585 it was reported by the customer that "the injection needle (30 g x 1/2 in. Bd precisionglide needle) broke off the hub, while in the larynx and the patient was brought emergently to the or (operating room) for retrieval of the foreign body". Rcc received a complaint via email. Email(s) attached the patient is an 52 year old male with dysphonia and left vocal cord immobility after c-s transposition, who presented to clinic for awake left-sided vocal cord injection augmentation. During the procedure, the injection needle (30 g x 1/2 in. Bd precisionglide needle) broke off the hub, while in the larynx and the patient was brought emergently to the or (operating room) for retrieval of the foreign body. Item -305127 lot -3209585.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4) follow up. A device history record review was completed by our quality engineer team for provided material number 305127 and lot number 3209585. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
No additional information received. Materials#: 305127. Batch#: 3209585. It was reported by the customer that "the injection needle (30 g x 1/2 in. Bd precisionglide needle) broke off the hub, while in the larynx and the patient was brought emergently to the or (operating room) for retrieval of the foreign body". Verbatim: rcc received a complaint via email. The patient is an 52 year old male with dysphonia and left vocal cord immobility after c-s transposition, who presented to clinic for awake left-sided vocal cord injection augmentation. During the procedure, the injection needle (30 g x 1/2 in. Bd precisionglide needle) broke off the hub, while in the larynx and the patient was brought emergently to the or (operating room) for retrieval of the foreign body. Item -305127. Lot -3209585.